Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge properly and the battery would not hold the charge. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.